Event description:
Rptr complains of silicone pouch rippling, implant leakage, capsular contracture, low back pain, joint swelling, pain and stiffness, hardening of skin around implant, finger and hand swelling, breast tenderness, general aching and stiffness of back and knees, severe insomnia, visible implant wrinkles, arm pain on movement, breast redness and inflammation, and deformed breasts. She cannot lie on her stomach or back. (Same rptr referred to in 1002263.)